Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at unknown atms. The number of inflation and to what atms is unknown. The procedure was completed with another device. No patient injuries or complications were reported.